Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, it was noticed that the infusion set was not correctly inserted, and insulin was not absorbing. On (B)(6) 2024, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 749 mg/dl. On (B)(6) 2024, the patient was released from the hospital. Previously (within the past three months), the patient had faced bent cannula issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.